Event description:
A false high advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample when tested in duplicate. The patient sample was tested on the alternate advia centaur xp and the result was lower. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The technical application specialist (tas) performed a study with negative patients. The results were within expected ranges. A siemens field service engineer (fse) was sent to the customer site. The fse performed a complete visual inspection of the instrument and there was no indication of mechanical issues. The cause for the discordant advia centaur xp troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."